Event description:
During phacoemulsification cataract surgey, several small slivers of metallic appearing fragments were noted in the anterior chamber. Some but not all of the fragments were able to be removed. It is believed that these fragments were from the phacoemulsification tips, which are composed of titanium. It appears that the metal shredded at the hub when the tightening wrench was used.